Event description:
It was reported that the generator was replaced due to the reed-switch failure. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The explanted generator was received for analysis but analysis has not been completed on it to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The reed stuck closed was not duplicated in the lab and it was functional upon receipt. A magnet was applied to the generator multiple times, and the reed switch released after removal of the magnet on each occasion. A magnet was applied to the generator for over a minute, and the reed switch opened when the magnet was removed. A magnet was applied to the generator for 30 minutes, the reed switch released when the magnet was removed. The generator was subjected to and completed a final electrical test and passed successfully. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The internal data of the generator was reviewed. Per the data, the reed switch likely unstuck (B)(6) 2019 , which is the date of explant.

Event description:
The physician reported that the doctor could get to the summary screen but when they tried to change settings, the settings could not be applied. Error code 254 (which is commonly associated with reedswitch failure) was seen while programming and running system diagnostics, which could not be performed. After troubleshooting the programming system (wand reset, unplug wand from tablet, tablet reset etc.) The tablet could still interrogate but settings still could not be changed. A generator reset was performed and low impedance/disablement was seen, which is an expected event if the reedswitch of the generator is closed since reset and diagnostics are run. The patient could not feel stimulation. A review of the internal data of the generator found that the voltage had been measured greater than 24 hours prior, indicating that the device was no longer performed 24 hour checks. This could happen if the reed switch was left closed. Diagnostics were within normal limits. The manufacturer's device history records for the generator was reviewed. The generator passed all final functional and quality specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.